Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. ¿ other technical: no observed particles in the valve. ¿ other medical: no observed particles in the valve. ¿ valve leak and/or damage: no tissue is seen in the valve. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and "curious george valve issue which is a piece of tissue that grew over the valve of the device because the valve port was longer than usual." Healthcare professional additionally reported "particles in valve" and "cap on valve but valve is leaking." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and "curious george valve issue which is a piece of tissue that grew over the valve of the device because the valve port was longer than usual". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.